Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been failing intermittently. The field service engineer (fse) confirmed that drawer 4.1 intermittently failed with no hardware faults indicated on the device. The fse powered down the device, accessed the rear cabinet, and inspected and reseated all drawer connections. The fse replaced the rear cabinet, powered the device back on, and performed validation using the hardware test application, confirming that drawers 4.1 and 4.2 were functioning properly. The fse verified that all drawers and pockets were operating as expected and confirmed that the customer was able to log in, access drawers, and retrieve medications. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hmnvcicpx1 drawer failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.